Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 286 (mg/dl). Customer changed their pump supplies and administered a bolus to treat their bg levels; however, their bg levels only decreased to 167 (mg/dl) and the customer believed that their bg levels were not stabilizing. System check with tandem technical support indicated pump was performing as intended. Reportedly, the customer spoke with the health care provider who instructed the customer to revert to insulin injections. Although requested by tandem technical support, customer declined future follow-up.